Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that there was corrosion and contamination on the printed circuit (pc) board assembly.

Event description:
It was reported by the patient that when the start button is pressed on the carelink monitor it fails to establish telemetry with the implanted device, that nothing appears to be happening with the monitor. The monitor was replaced. No patient complications have been reported as a result of this.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.